Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des stents were implanted in the lad. Approximately 28 months post procedure patient suffered from gi bleeding. Patient was on dapt 24 hours prior to event. The event was treated with medication. Patient recovered.